Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that a patient experienced discomfort, soreness, and pinching due to an implantable neurostimulator moving, oddly sticking out, and flipping in the pocket. The healthcare professional revised the pocket, straightened the wires, and re-sutured the neurostimulator into the revised pocket. The connection was confirmed to be good, and impedance remained within range, with the leads not having moved from their original placement. The issue was resolved following the surgical intervention. The manufacturer representative (rep) indicated they would send any further information as they become aware.